Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 362 mg/dl and a pump alert while using the ilet, following a recent cartridge change during which a small amount of insulin was observed pooled in the cartridge chamber; troubleshooting suggested possible cartridge overfill and a bent cannula leading to infusion occlusion. Symptoms included elevated blood glucose for more than two hours without ketone management actions. Outcomes included no use of backup therapy and no need for professional medical intervention. Investigation included product troubleshooting and user education, along with shipment of replacement supplies. Investigation of this case revealed user overfilling of the cartridge and a likely infusion site occlusion due to a bent cannula. It was concluded that hyperglycemia occurred, with cause unclear between improper cartridge fill and infusion site occlusion; the user was instructed to fill 1.8 ml insulin and change the infusion site.